Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient receiving unknown intrathecal medication via an implantable pump for spinal pain indications. It was reported by that 'in august I believe, of this year, they had to take out her [patient] last pump and re-installed the second one, so this is her second pump.' The patient representative stated 'they call it a wound - I call it an incision - but her wound wasn't closing properly so she went through a wound specialist who opened her up and debrided it and reclosed it, but it still didn't close up. So it was in for close to a year but you could literally go through the hole. It started getting a bit of an infection so they took it out and waited for 3 months before putting a new one in. So far no problems with the new one.' It as further stated 'the material - I forget what it's called, but they soak it in distilled water and pack it in there to get it (the incision) to go together. That one they stapled closed, but they used glue to close it for the second one.' Patient services inquired if it was a medtronic (mdt) pump, and the patient representative confirmed it was a mdt pump and confirmed their doctor was the same for both pumps.